Event description:
It was reported that while attempting to remove the oasis poly axle screw, the head of the screw disconnected from the shaft.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.